Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 20 mg/dl. The customer was treated with fluids and sugar to raise the bg to 130-140 mg/dl. The customer suspected that the low bg was due to a missed meal; however, was unsure. After 6 hours, the customer left the emergency room in "normal condition".